Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing. Upon review of the transmissions myopotential oversensing was noted. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.